Event description:
One pt with discrepant phenytoin result. Initial result 15.4 ug/ml, repeat 26.6 ug/ml. The initial result was reported, the pt was not adversely affected. The field svc rep determined reagent cassette handling to be the cause. The user replaced the reagent cassette. Performance tests were performed and within spec.